Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event is no longer considered reportable to FDA. Summary of investigational findings: the patient underwent tevar (thoracic endovascular aortic repair) for subacute type b aortic dissection, where the following devices were placed in the following order: gzsd-36-164-2 , gzsd-36-164-2 , zta-de-26-104-w1 , zta-p-32-155-w1. When advancing the zta-p-32-155-w1 through gore/dryseal introducer sheath 22fr, resistance was experienced, and the device did not pass through. When attempted to pass the delivery system through tscmg-35-300-lesdc, the wire was difficult to pass near the inner j-curve, so the physician checked to make sure that tscmg-35-300-lesdc was not broken, and no issues were noticed. The complaint device was replaced with a similar device, and the procedure was successfully completed. The device was not returned for the investigation. Review of the device history record gave no indication of the device being produced out of specification. According to graft diameter sizing guide in table 1 in the instructions for use (IFU), the nominal introducer sheath outer diameter is 7.1 mm. According to gore¿s website (goremedical.com) the gore/dryseal introducer sheath 22fr, corresponding to inner diameter of 7.3mm. As 22 fr gore/dryseal introducer sheath has an inner diameter of 7.3mm which is very close to the zta-p-32-155-w1 (complaint device) introducer sheath outer diameter of 7.1mm, it is possible that this narrow pass way could have contributed to the advancement inability. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the physician selected the alphathoracic for treatment of aortic dissection because it was thought to place less stress on the blood vessel wall based on the deployment method and the structure of products such as central bare stents. No problems with the access route. To place four devices, a gore/dryseal 22fr was used, which allows all products to pass through, to avoid the trouble of replacing them. The devices were placed in the following order: gzsd-36-164-2, zta-de-26-104-w1, zta-p-32-155-w1 (complaint device, lot e4351655 defective) the zta-p-32-155-w1 has an outer diameter of 21fr, so it should have entered the gore/dryseal 22fr, but there was resistance and it did not pass through. The physician attempted to loosen the valve on the gore/dryseal 22fr, but it would not pass. When the physician attempted to pass, the delivery system through tscmg-35-300-lesdc, the wire was difficult to pass near the inner j-curve (generally common level of difficulty in passing), so the physician checked to make sure that the tscmg-35-300-lesdc was not broken, but on the surface it did not seem particularly broken on the surface. The physician thought about removing the dryseal and delivering alpha thoracic alone, but was concerned that some defect in the delivery system might cause vascular damage, etc. The physician then left the dryseal in place and used a similar zta-p-32-155-w1, which had been prepared as a backup. Delivery was attempted, and it passed. The treatment was completed as planned and there are no problems. Patient outcome: the patient had recovered.